Event description:
It was reported that the device was in backup mode with no defibrillation therapy available following a magnetic resonance imaging scan. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.